Event description:
Information was received from the consumer and health care provider (hcp) regarding a patient receiving intrathecal morphine. The indications for use were non-malignant pain and failed back surgery syndrome. The patient had a tremendous amount of pain and stiffness in his back, legs, arms, shoulders, and neck. The patient said the pain and stiffness were all over. The patient went to his hcp and had tests. The patient was told that he only had 20% function of his kidneys. The patient was told that he may be in kidney failure. The patient had no falls or trauma. The patient was seen by the hcp for kidney function issues.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.